Event description:
A (B)(6), female, was admitted for an elective outpatient surgical procedure of removal of soft tissue left shoulder mass. The pt's surgical site was prepped with an alcohol-based skin preparation. The surgeon draped the area after the prep and began the procedure. However, prior to complete removal of the mass, during use of the monopolar cautery, a spark occurred at the surgical site. The pt suffered second degree burns. The spark which lasted seconds occurred at the surgical site approx 20 minutes into the procedure when two-thirds of the mass had been removed. Drapes and oxygen were immediately removed; the flash fire which appeared to have involved mostly the hudson oxygen face mask was extinguished within seconds.